Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws not opening. The internal component trigger lock spring was bent. Based on the condition of the returned unit, the reported event was likely caused by the bent trigger lock spring, which prevented the jaws from opening. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to a bent trigger lock spring.

Event description:
Type of procedure: gynecology. Event description: during the surgery the clamp remained closed. Additional information received by applied medical rep via email on 18mar25: no audible noise & visual damage. The blade lever was not able to spring back into position/return to position automatically. The jaws were not locked onto tissue. No tissue bleeding. The incident was observed once. The device had been used for 1 or 2 activations. Patient status: no impact. Intervention: device replacement.